Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2013-11315. The pt had an scs system for off-label use. It was reported the pt experienced wound dehiscence and an infection at the lead site. As a result, the pt's scs system was explanted. The infection is being treated with oral antibiotics. The pt will follow-up with his doctor for resolution of the infection.